Event description:
It was reported that there was damage noted on the bottom cover of the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿bottom cover is damaged¿ was confirmed with the returned power module (serial # ppm-12586). Visual inspection confirmed a fracture on the bottom housing near the rubber foot. The unit was repaired. Performed preventive maintenance and full functional checkout, which the unit passed all testing. The power module was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6) ) was shipped to the customer on 11dec2012. Power module instructions for use IFU (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Heartmate ii IFU and heartmate 3 IFU has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.